Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg has been moving in the pocket as a result of being in an automobile accident. The patient does not plan on undergoing surgical intervention as a resolution.